Event description:
Info received indicates the head section moved down unintentionally.

Manufacturer narrative:
The tech found the control board in the left siderail not functioning properly. The tech replaced the left siderail to repair the bed.